Manufacturer narrative:
The lead remains in service for approximately 21 years, 10 months since the 09/jul/2023, event date. No lead was returned to oscor inc. For evaluation; however, a complaint notification was provided. Based upon the implant date of this lead (B)(6) 2001, the device history record is beyond oscor's record retention period. Without the return of the actual device in question, for evaluation, oscor inc. Is unable to determine the exact cause for this incident. At this time, it is not possible to assign a definitive root cause for the event as reported. Inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. This complaint is non-verifiable as the product was not returned for evaluation. In conclusion, based on the information available at this time it cannot be confirmed that the product failed to meet requirements. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
Caller facilities w/ location: facility observation: review atr's ts assessment: ra impedance is < 200 ohms for the past year. There are > 8k atr events. This is an insulation compromise. Consider turning of atrial tacky discriminators and perhaps consider ddir. Cmc: jul 09, 2023, 14:58 atrial pacing lead impedance out of range. Patient impact: unknown no health consequences or impact to patient. Device remains in service. As reported device codes: 2175: pacing impedance low out of range. As reported patient codes: 9398: no clinical signs, symptoms or conditions.